Event description:
The patient had undergone a corneal transplant to correct vision loss due to a corneal scar caused by herpes keratitis. A scleral contact lens was prescribed post surgically and after approximately three years of lens wear the patient developed a pseudomonas corneal ulcer in that eye. The ulcer was treated and contact lens wear was resumed two months later. Patient's vision with the contact lens prior to the incident was 20/40 and patient's vision after resuming contact lens wear had returned to 20/60. There is a remaining corneal scar.